Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® push button blood collection set had poor sleeve function during use and needlestick injury - post use. The following information was provided by the initial reporter: the customer "discarded the luer and the staff member got stuck with one." The customer reported first aid was applied. No lab tests or antivirals administered; customer states "needle was not contaminated."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve function and needle stick with the incident lot were observed. One customer photo was received for evaluation. Upon review of the photo, the np cannula appears to have pierced the np rubber sleeve, thereby possibly causing the needle stick injury reported by the customer. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® push button blood collection set had poor sleeve function during use and needlestick injury - post use. The following information was provided by the initial reporter: the customer "discarded the luer and the staff member got stuck with one." The customer reported first aid was applied. No lab tests or antivirals administered; customer states "needle was not contaminated."